Event description:
Information was received indicating that a smiths medical cadd cassette reservoir was causing a no disposable alarm and patient stated going to the emergency room due to the fact. No adverse effects were reported.